Manufacturer narrative:
Product complaint # (B)(4). 1. Was there any intraoperative concurrent use of other products? The surgeon used a monopolar. 2. Was the surgicel product left in place? Was the excess irrigated and removed? The surgeon commented that although water cleaning had been performed, the water cleaning may not have been sufficient. 3. Has any surgical or medical intervention been performed? Yes, re-operation. The following information was requested, but unavailable: 1. What were the diagnosis and indication for the index surgical procedure? 2. What is the lot number? 3. What were current symptoms following the index surgical procedure? Onset date? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 2. How much surgicel was used during the procedure? 3. Was the surgicel product left in place? Was the excess irrigated and removed? 4. What were current symptoms following the index surgical procedure? Onset date? 5. Has any surgical or medical intervention been performed? 6. What is physician¿s opinion as to the cause of this event? 7. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 8. What is the patient¿s current status? 9. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a spinal procedure on an unknown date and a absorbable hemostat was used. During surgery in which the product was used, the patient caused nerve damage next day. The wound was reopened to check the condition and remove the hematoma. The product was used on the spine. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What is the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. What were current symptoms following the index surgical procedure? Onset date? 11. Has any surgical or medical intervention been performed? 12. What is physician¿s opinion as to the cause of this event? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 14. What is the patient¿s current status? 15. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Health effect - clinical code. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? The patient's background is unknown. (Age, sex, underlying disease, medical history, allergies, etc.) 2. What is the date of index surgical procedure? (B)(6) 2025, operative procedure is unknown. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. The patient's background is unknown. (Age, sex, underlying disease, medical history, allergies, etc.) 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? It was used hemostasis during surgery, not for preventive hemostasis. 5. How much surgicel was used during the procedure? Amount of the product used is unknown. 6. Where was the surgicel used? The product was used was on the cervical spine. 7. What is physician¿s opinion as to the cause of this event? Doctor's comment: although cleaning was performed after hemostasis, the surgical field was narrow and the cleaning may not have been enough. Another monopolar was used and it is possible that the fever caused nerve damage but there was a lot of hemostatic agents left when it was checked again the next day. 8. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? ·the doctors think that the product caused this major factor. In addition, since it is written in the package insert, the doctors think that the product caused this major factor. 9. What is the patient¿s current status? The patient's current condition is unknown. 10. What is the users experience w/ surgicel powder and other hemostatic agents? The doctor uses often the powder. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indication for the index surgical procedure? 2. Was there any intraoperative concurrent use of other products? 3. What is the lot number? 4. Was the surgicel product left in place? Was the excess irrigated and removed? 5. What were current symptoms following the index surgical procedure? Onset date? 6. Has any surgical or medical intervention been performed? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? To address active bleeding. 2. How much surgicel was used during the procedure? We couldn't get the information. 3. Was the surgicel product left in place? Was the excess irrigated and removed? The excess was removed; cleaning was performed after hemostasis. 4. What were current symptoms following the index surgical procedure? Onset date? We couldn't get the information. 5. Has any surgical or medical intervention been performed? The wound was reopened to check the condition and remove the hematoma. 6. What is physician¿s opinion as to the cause of this event? Doctor's comment: although cleaning was performed after hemostasis, the surgical field was narrow and the cleaning may have not been enough. Another monopolar was used and it is possible that the fever caused nerve damage but there was a lot of hemostatic agents left when it was checked again the next day. The doctors think that the product caused this major factor. In addition, since it is written in the package insert, the doctors think that the product caused this major factor. 7. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? Please check the above. 8. What is the patient¿s current status? We couldn't get the information. 9. What is the users experience w/ surgicel powder and other hemostatic agents? We couldn't get the information. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.